Event description:
Pt complained to someone in the FDA (either local, state or federal) that they were having trouble with their insulin injector. Pt's insulin injector is a medo-ject (an needle free injection system). Pt said that they had drug running down their leg, so they could not tell how much drug they were actually injecting. Pt said that they had a diabetic seizure while using the product due to their insulin level. Pt called medi-ject (company is antares pharma) and they were notified of a product recall. The company informed pt that the reason for the recall was that the trigger mechanism caused an improper dosage of insulin to be injected.